Event description:
During patient use, the customer reported the autopulse platform (sn (B)(4) would stop and show a blank screen after 5-6 compressions after each pulse check. The platform was restarted but the same issue persisted. The platform also displayed user advisory (ua) 18 (max take-up revolution exceeded) that was cleared when the platform was reset. The patient was belted on, at 30 degrees, and not overly large. All obstructions were cleared from the lifeband. The platform then displayed a low battery message. The autopulse li-ion battery (sn unknown) was pulled out and the status leds illuminated 4 green lights, indicating it was fully charged. A second fully charged autopulse li-ion battery (sn unknown) was inserted and the platform worked for a bit but shutoff and the platform showed the battery was dead. A third spare battery was firmly inserted and worked as intended. The customer believed the platform might have a connectivity issue and reported that this is a recurring issue. No impact or consequence to the patient. Please see the following related MFR report: MFR #(B)(4) for the autopulse platform (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery (sn unknown).

Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.